Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).